Manufacturer narrative:
Additional information: section h-3: device evaluated by manufacturer: yes. Device evaluation: product testing could not be performed as the product was not returned. A product quality deficiency could not be confirmed. The reported issue was not verified. Manufacturing records review: the manufacturing records for the product were reviewed, the product was manufactured and released according to specification. Historical data analysis: a search revealed that no other complaints for this production order number have been received. Conclusion: as a result of the investigation, there is no indication of a product malfunction or product quality deficiency. The reported issue was not verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: pt info: unknown as information was not provided. If implanted, give date: not applicable, as the intraocular lens was inserted and removed in the initial surgery. If explanted, give date: not applicable, as the intraocular lens was inserted and removed in the initial surgery. Attempts were made to contact the customer account requesting additional information regarding complaint however, to date no response has been received. Should additional information be received regarding this event the case will be reopened and processed accordingly. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported the lens was removed due to a tear in the posterior capsule of the patient's operative eye. Vitrectomy was performed and the doctor inserted a 3-piece iol. No further information is available.